Event description:
It was reported that the technician removed a 12.6mm micl 12.6 collamer implantable lens from the lens vial, and it was noted that one haptic looked misshaped. The icl was not loaded or used. There was no patient contact or injury. The reporter stated that the icl was defective. Another same type lens was implanted.

Manufacturer narrative:
Evaluation: lens work order search. Visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.